Event description:
It was reported that during a lithotripsy procedure when the fiber was used, there was no indicator light in the front section of the fiber, and after inspection it was found that the fiber was disconnected in the soft lens. The procedure was completed with another of same device. The patient condition following procedure was stable. After that, the fiber was returned for evaluation and the analysis determined that the fiber body was broken into two pieces.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found the fiber body was broken into two pieces, fiber body break observed. Therefore, the reported event was confirmed. Microscopic inspection of the tip indicated it was degraded. Please note that fibers are consumable devices and are expected to degrade with use. No defects on connector face. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break. This break likely led to what the customer experienced of not seeing light exiting the tip.